Event description:
It was reported that a user experienced recurring ¿insulin set expired¿ alerts within an hour of setup after changing the cartridge and tubing, while using a teflon 6 mm infusion set and performing an out-of-pump manual cartridge fill and post-insertion tubing purge contrary to instructions. Symptoms included no reported adverse clinical effects, with the system displaying current blood glucose and normal status. Outcomes included successful completion of the correct change workflow during the call, device acknowledgement of a new set, and cessation of alerts for the expected interval. Investigation included guided review of the pump workflow, confirmation of selections during the cartridge and infusion set change, and completion of the fill cannula sequence. Investigation of this case revealed that the repeated alerts were caused by user selection of ¿no¿ to the prompt indicating an infusion set change after changing the cartridge and tubing, resulting in the device not recognizing a new set and triggering time-based alerts. It was concluded, based on similar reports, that the cause was user setup error and use of an incorrect change technique rather than a device malfunction.